Manufacturer narrative:
The device was returned for analysis. The reported material separation-tip was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging and/or during preparation for use inadvertent mishandling resulted in the reported tip material separation/noted inner member and tip separations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after loading the 5.50x150mm supera self-expanding stent (sess) onto a guidewire before entering into the patient the tip of the nose cone was noted to be separated. The stent was not used in a procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another supera stent was used in the procedure. No additional information was provided.